Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately upon the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak, and it was visually observed. The machine, a fresenius 2008t machine, did not alarm with a blood leak alarm. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient remained on the same machine and treatment was completed successfully with new supplies. The complaint device was confirmed to be available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Device evaluation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, a delamination was observed on the non-cavity ID end which extended from approximately 350° to 20° with the dialysate ports at 0°. There were no other defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. A lot history review was performed and there are no other complaints reported on the lot. A review of the production record was performed. There was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.